Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported the unit locks. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
G4: 13may2020. B4: 13may2020. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse also observed touchscreen failure and blower didn¿t respond. The fse replaced the defective touchscreen and power management board to address the reported problems. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.